Event description:
The reported event was a postoperative duodenal segment staple line leak, which required a second operation 20 days after the initial robotic-assisted procedure. The area of the leak was stapled via the use of a covidien stapler. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).